Event description:
It was reported the system displayed communication and joystick blocked error messages and locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The remote user interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.